Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer's hard drive health was at 99% which translated to it taking longer to pull error information. It was further noted that the programmer failed link electronic module tests but that the overlay was functionally ok. The programmer was to be scrapped and its printed circuit board saved for failure analysis. (B)(4)

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis.